Manufacturer narrative:
(B)(4). D10: cat# 00223200418 lot# 65431490 cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat# 30103605 lot# 65509499 36mm i.d. Size e neutral liner cat# 00877703601 lot# 3108180 bioloxâ® option, head, s, ã¸ 36/-3.0, taper 12/14 cat# 010000663 lot# 7228771 g7 pps ltd acet shell 52e cat# 00625006525 lot# j7229228 trilogy bone scr 6.5x25 the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty. Subsequently, the patient was revised approximately 16 months later due to pain and aseptic loosening of the femoral component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: osteolysis along the left femoral implant with suspected loosening and suboptimal seating of the implant within the femur as noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.